Event description:
It was reported that the patient had his battery explanted due to his pain no longer existing. When the patient¿s pain returned, his healthcare provider (hcp) implanted another battery. The implant occurred about a month prior to this report. Impedances were stated to be normal at this time. High impedances were then noticed post-implant but the exact date was unknown. The hcp wanted to perform surgical troubleshooting the day of this report. With everything connected, impedances were greater than 40,000 ohms on contacts 1, 2, 3, 4, 5, 6, 7, and 12. The leads were then all placed in a multi-lead trialing cable (mltc) and the impedances appeared normal. The leads were then placed back in the implantable neurostimulator (ins) header block and high impedances were noted. Some contacts were out of range at greater than 40,000 ohms. A new ins was placed and did not resolve the issue. The leads were flipped in the ins header block ports and the open circuits did not follow the lead. They stayed on the same contacts. The extensions were then replaced to further troubleshoot. Replacing the extensions resolved the issue. Two of the extensions were noted to have been cut because they could not be removed in any other manner. It was noted that the extensions were daisy-chained since the ins had been moved from the patient¿s buttock to his abdomen at some time in the past. Follow-up determined that the cause of the event was not determined but it was stated that it was possibly due to the extensions. It was unknown if any fractures were seen on the extensions due to them having been difficult to explant. It was unknown if any damage had occurred while explanting or during implant life. The patient was stated to have full coverage and was happy. The products were returned for analysis but had not been done at the time of this report. No further follow-up was needed as all known information was provided and the patient was stated to be getting full coverage.

Manufacturer narrative:
Concomitant products: product ID 37081, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type extension; product ID 37081, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type extension; product ID 97713, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3555-31, serial # unknown, product type screening device; product ID 3708140, serial # (B)(4), product type extension; product ID 3708140, serial # (B)(4), product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4) analysis of the extension (serial # (B)(4) found that the proximal end connector was not completely seated in the implantable neurostimulator connector port. Analysis of the extension (serial # (B)(4) found that the proximal end connector was not completely seated in the implantable neurostimulator connector port. Analysis of the implantable neurostimulator (serial # (B)(4) found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported further details of the troubleshooting that was performed the procedure. Specifically, the leads were disconnected from the ins battery and impedances checked with the mltc which showed electrode #12 at >10,000 ohms. The lead was then connected back up to the old ins and impedances then showed electrodes #1-7 and 12 at >10,000 ohms. The extensions were then switched in the header ports of the ins and impedances then showed electrodes #2-7 and 12 at >10,000 while electrodes #1 and 12 were at 16,000 ohms. The new ins was then connected up and showed electrodes #1-7, 12, 14, 15 all at >10,000 ohms. The extensions were then switched in the ports of the new ins and the impedances checked at 3.0 volts which showed electrodes #2-7 at >40,000 ohms. Subsequently, the 4 extensions were removed (daisy-chained together) and new extensions hooked up to the lead. Impedances were then checked using the mltc and showed normal values. The impedances were then checked with the extensions hooked up to the new ins and normal values were seen. It was also noted that the extensions were "capped" for 1 year in the pocket. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.